Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - accu-chek mobile tape system 1 - lot # 278321 exp. Date 03/31/2016. (B)(6) - accu-chek mobile tape sytem 2- lot # unknown. Device will not be returned.

Event description:
Customer allegedly received the following results, with two different vials of test strips while using the same meter, within 10 minutes: 306 mg/dl, 115 mg/dl, 221 mg/dl, 240 mg/dl on mobile meter (system 1) and 107 mg/dl, and 118 mg/dl on mobile meter (system 2). No death or serious injury reported. Requested return of the alleged device for evaluation.